Event description:
Related manufacturer number: (B)(4). It was reported the patient experienced redness, drainage and irritation to the ipg and lead site due to an infection. Patient was treated with oral antibiotics. As a result, the entire scs system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient has fully healed from the infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.